Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual inspection was performed and it was observed that the connector presents a blue discoloration in its inner diameter, but all chemicals used in the manufacturing process for pediatric products are clear color and no similar stains have been seen in the manufacturing process, therefore, the failure mode is not considered as related to manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the inside of the slip joint had turned blue. There was no patient harm.